Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the actuation failure of cutter occurred and the condition of aspiration was unknown during a procedure. The procedure was completed after replacing the product with another one. There was no harm to the patient. The product sample is available. No additional information is expected.

Manufacturer narrative:
One probe sample was returned for the report of the actuation failure of cutter. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The probe complaint sample was visually inspected and deemed nonconforming. The needle is bent approximately 20 degrees and the cutter stuck in port. No functional testing could be performed due to the cutter remained stuck in port. The degree of wear could not be determined due to the inner cutter broke off in the needle while trying to extract the inner cutter from the bent needle. The tip of the inner cutter could not be extracted from the bent needle. Heavy gouging observed on the remaining piece of the inner cutter. The evaluation does confirm the probe had a quality issue. The reason for the quality issue is due to the bent needle and the cutter remained stuck in port. The exact root cause of how the needle became bent and how the cutter was stuck in port cannot be determined during this evaluation. Also during the evaluation, heavy gouging was observed on the remaining piece of the inner cutter. How the heavy gouging occurred on the inner cutter cannot be determined from this evaluation. No specific action with regard to this complaint was taken because the reason for the bent needle cannot be determined from this evaluation, but does not point to the manufacturing issue. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. During the testing of a probe, the probe is visually inspected and a bent needle would be detected and removed from the lot and scrapped. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).